Event description:
Per end user the bed rail is loose. Not sure what model. He states he has 2 rails at the head of the bed and 2 rails at the foot, but mentioned that they raise up and down because of the hardware being loose. He is not sure if they are assist rails or half rails. No injury.